Event description:
Placing patient on vapotherm equipment. Was using CPAP machine (resmed-s8). When removing CPAP mask from patient and turning o2 source off, CPAP did not appear to be receiving any electrical power. Patient switched to vapotherm equipment in which oxygen was being used in the room. Staff went to retrieve CPAP machine to examine further when flames appeared. Fire immediately extinguished. Patient removed from room. Facilities investigated room and cleared. Biomed picked up equipment. No injury to patient.